Event description:
In an attempt to insert the sheath into the pt, the sheath became somewhat bent in the proximal area of the cannula. When the sheath was pulled out of the pt, it was noticed that the brite tip of the sheath was torn. The pt was an obese person with previous intervention at the access site (right). The age of the pt is not known. The left groin was then prepped, and the procedure was completed successfully through that side. No pt injury.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.